Event description:
Pump was reported to overinfuse during an infusion of dobutamine. The pump was set at an unknown rate for an unknown time period to infuse just 2ml of dobutamine. Instead 250ml had infused during this unknown timeframe. A different unknown medication was needed to be given to counteract the effects of the overinfusion of dobutamine. No pt injury resulted.